Event description:
It was reported that while using the surgical fiber during a prostate procedure, the plastic cap in front of the fiber exploded without any manipulation or tissue contact; it was further reported that the pt was not wounded. The case was completed by turp. There was no report of injury.